Event description:
It was reported that during an unknown procedure that the error code 5: instrument displayed. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Blade. Evaluation summary: the analysis results found that when attempting to activate the ace23p on a gen04, gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular based to determine if further investigation is warranted.